Event description:
Intrathecal pump failure; sudden bolus of meds during routine refilling of reservoir. Resulted in a high spinal anesthetic which resolved without sequelae. Note: the report indicates the device is available for evaluation, however, the rptr's identity has not been provided.